Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced a dura puncture resulting in a csf leak during an implant procedure. The physician performed a blood patch to address the issue. The patient has since recovered without sequelae.